Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report #s 3005099803-2011-03676 and 3005099803-2011-03677 address these devices. It was reported to boston scientific corporation that two trapezoid rx lithotripter compatible baskets were used during a stone removal procedure within the bile duct. According to the complainant, the physician inserted a 10ml terumo syringe into the injection port and injected the contrast media. However, while attempting to remove, the tip of the syringe detached and lodged inside the injection port. A second trapezoid rx lithotripter compatible basket was used, but the same issue recurred; while attempting to remove the syringe, the tip detached and lodged within the injection port. The case was completed with another trapezoid rx lithotripter compatible basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation results; sidecar pushback.

Manufacturer narrative:
Patient age/date of birth is unknown. However, patient was over 18 years old. Concomitant device - 10ml terumo syringe. A visual examination found that the device returned with the basket extended. Analysis of the t-fitting revealed that the male portion of the clear syringe had broken off inside the luer. However, the t-fitting appears to have been molded properly. Additionally, the guidewire lumen (sidecar) presented with push-back. Functionally, the basket was unable to be extended due to residue within the device. The condition of the returned incident device was consistent with the complaint that the tip of a syringe was lodged inside the injection port. Additionally, the evaluation found that the guidewire lumen (sidecar) presented with pushback. The sidecar pushback likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.